Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have damage of the conductor wires insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. The instrument passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint regarding black wire is beginning to fray was confirmed by failure analysis. Common causes of damaged insulation conductor wire are attributed to mechanical impact, such as accidental drops of the instrument, or inadvertent collisions with other instruments.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.